Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. An alert for long charge time was observed. The physician plans to replace the device. There were no patient consequences. No further information is available at this time.

Event description:
New information received states that the device was explanted and replaced following battery performance alert. No further information is available at this time.

Manufacturer narrative:
Correction: - device evaluation and additional information was missed to be checked in follow up report 1 and it's updated in this report. Correction : the device issue battery performance alert was reported in error - bpa stated in an initial report and device code (B)(4) should not have been reported in initial report. Additional information - patient condition updated.

Event description:
The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information - the reported field event of a charging anomaly was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.